Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing dizziness presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited capture anomaly. During pocket revision procedure, fluoroscopy revealed that the tip portion of the right ventricular lead appeared broken off and was lodged in the right atrium. The lead was capped and replaced. The patient was in stable condition.